Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: problem was that the probe would not turn off. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a short circuit (electrical failure on pcb), communication error between the probe and the console. Button stuck on firing position, the device accidentally submerges in the fluid. Nvram/eprom failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.